Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
There was no device serial number provided; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an unknown model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2019. The lens was later explanted on (B)(6) 2019 due to complaints of blurry/cloudy vision, like she is looking through a cloud with a hole in it. It was reported there were no complications during original surgery or during lens exchange. No sutures, or vitrectomy required. The patient is healthy and not taking any medications. Outcome was reported as patient is doing well post exchange. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision. This report captures the iol implanted in the patient's ocular dexter - right eye. A separate report will be filed for the patient's left eye.